Event description:
Customer reports bulging silicone segment while tpn was infusing on unit 4m. There was no patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report with investigation results will be submitted should the set be received for evaluation.